Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired. Imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, during an esophageal varices ligation procedure, performed on (B)(6) 2025. During the procedure, when positioning the tip of the ligator, the securing loop was too short and tight, which caused the band system to go in the wrong direction. It was found that the suture was stuck inside the cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the suture was broken.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired. Imdrf device code a0401 captures the reportable event of suture broken. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned still have seven bands on it. The suture wire was detached from ligator housing teeth, it was also observed that it was cut/broken when the ligator housing was dissembled from the scope. The handle does not have evidence that the trip wire was secured, and it wasn't pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands misfire and suture break was confirmed. Investigation found that the instructions for use (IFU) of the device were not followed since the trip wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not function properly with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, during an esophageal varices ligation procedure, performed on (B)(6) 2025. During the procedure, when positioning the tip of the ligator, the securing loop was too short and tight, which caused the band system to go in the wrong direction. It was found that the suture was stuck inside the cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the suture was broken.